Event description:
The customer called in to say her mom fractured two of her ribs after she fell from the raised toilet seat. She is reported as having complained of left side abdominal pain, and as having had x-rays on her ribs.